Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there is no capture with atrial lead after device implant and it looks as if there is no atrial screw apparent on the x-ray. The physician discussed the possibility that some of the screw is still in contact with the tissue and in addition to turn vvi at the present time and turning pr logic off. The devise is in use. No patient complications have been reported as a result of this event.